Event description:
It was reported that, during laparoscopic total gastrectomy, there was a difficulty in cutting from the beginning, and the device was activated many times. Output level remained level5 at that time. ¿replace instrument¿ was displayed when the device was used near anastomotic part at the end of operation. When the device was put on mayo table, it was found that the tip of device was broken off. The surgeon commented that the device didn¿t clamp any clips, forceps or stapler during use. An unexpected metallic sound was not heard during operation. The device was used between the esophagus and the jejunum. No pieces fell into the patient. Gen11 was used. The procedure was changed and electric knife was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off? Sales rep reported that blade break off. Did the white tissue pad break off? No further information will be available. Is the white tissue pad completely missing from the clamp arm of the device? => no further information will be available. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. D4 batch #: w70093. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad damaged, with a staple embedded during functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. If the device is activated across a clip, staple line, or other metal in the jaws, the blade and the tissue pad could get damaged. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w70093, and no non-conformances were identified.